Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However, it was noted that liquid was found inside the device and the triggers were sticky. It was also noted that there was corrosion on the internal components. The assignable root cause was determined to be due to wear on mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device was frozen up. During an in-house engineering evaluation, it was observed that the device had an unknown liquid inside the device and the triggers were sticky. It was further noted that there was corrosion on the internal components. It was not reported whether there were delays in the surgical procedure. It was reported that an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly